Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has developed peritonitis. The pdrn is unsure of how it happened to the patient, said that she was just informed by the hospital. The patient will be switching to full time in center hemodialysis (hd). The pdrn advised to deactivate the patient. Additional information was obtained through follow up with the patient¿s pdrn. The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. No culture results nor the antibiotic therapy were known. The hospital records had not been sent to the pd clinic. During the hospitalization, it was noted that the patient had a non-functioning pd catheter (not a fresenius product). The patient was transitioned to hemodialysis (hd). It is unknown if the pd catheter was pulled. The patient was discharged on (B)(6) 2025. The patient started in-center hd on (B)(6) 2025. The cause of the peritonitis event is unknown, however; there were no reports of a cassette leak or other issue with any fresenius product(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has developed peritonitis. The pdrn is unsure of how it happened to the patient, said that she was just informed by the hospital. The patient will be switching to full time in center hemodialysis (hd). The pdrn advised to deactivate the patient. Additional information was obtained through follow up with the patient¿s pdrn. The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. No culture results nor the antibiotic therapy were known. The hospital records had not been sent to the pd clinic. During the hospitalization, it was noted that the patient had a non-functioning pd catheter (not a fresenius product). The patient was transitioned to hemodialysis (hd). It is unknown if the pd catheter was pulled. The patient was discharged on (B)(6) 2025. The patient started in-center hd on (B)(6) 2025. The cause of the peritonitis event is unknown, however; there were no reports of a cassette leak or other issue with any fresenius product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.